Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 31-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity. The date of the event was approximately (B)(6) 2019 (about a week before the (B)(6)). It was reported the catheter was kinked and coiled. The catheter was revised in surgery. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The cause of the catheter kink and coiled was unknown. Patient weight was (B)(6).